Event description:
It was reported that this lead and the device were explanted due to shock impedances out of range at greater than 150 ohms. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD was investigated. During the inspection of the memory content the clinical observation could be confirmed. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Subsequently the lead was visually inspected. The analysis revealed multiple signs of wear along the lead fragments. In particular 8 cm to 9 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the shock coil was fractured. This damage can be considered as the root cause of the increased shock impedance greater than 150 ohms. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress in the implanted state. Significant interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.